Event description:
It was reported that on (b0(6) 2023, a 25mm navitor valve was chosen for implant. The patient was presented with right bundle branch block (rbbb) and aortic stenosis. During pre-dilation with a non-abbott balloon, the patient went into heart block. This was temporarily managed by a pacing lead. At time of the heart block, no abbott devices were in the patient. Once the patient was stable, the navitor procedure was proceeded with a 25mm navitor valve successfully implanted with a final implant depth of 2-4mm. The patient is reported to be stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that during pre-dilation with a non-abbott balloon, the patient went into heart block. This was temporarily managed by a pacing lead. At time of the heart block, no abbott devices were in the patient. Once the patient was stable, the navitor procedure was proceeded with a 25mm navitor valve successfully implanted with a final implant depth of 2-4mm. The patient is reported to be stable. In addition, the arrhythmia worsened due to the pre-dilation balloon part of the procedure. Based of the information reviewed, the cause of the reported incident appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.